Event description:
During the surgery it was found that the plastic internal box with the sterile implant was damaged, cracked and had holes. The surgery was completed with an alternative implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024229662. G2 ¿ foreign ¿ poland. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k122745. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The following section was corrected: h6 - component code. Visual examination of the provided pictures and returned product showed a carton with a torn corner and general wear, while the box appeared undamaged. The blister was cracked from the lower left to the upper right corner on one side, compromising sterility. A review of the device manufacturing records identified two non-conformances potentially related to the reported event. First, noted that the outer packaging of the sterile product instructed placement of blister with the tyvek lid facing downward, whereas it should be placed tyvek lid up to allow additional space in the box. Health hazard evaluation determination was raised in response to related complaints, the root cause was identified, and the box size was subsequently increased. Second non-conformance indicated that the current packaging configuration for the femoral device caused blister bulging during packing; use of pouch was implemented to prevent deformation. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The root cause of the reported issue was attributed to thin and variable blister wall thickness combined with insufficient headspace in the shelf carton, resulting in blister deformation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.